Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 23mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) using a small flexnav delivery system. During valve loading, they noticed that the valve was not opening fully and was not clearing the nose cone on the delivery system. A second person tried to load the valve and had the same experience. They tried replacing the loading system to resolve the issue without success. Finally they replaced the valve and had no issues loading the new 23mm navitor vision valve. During procedure, the activated clotting levels were 260s and heparin was given. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 6.9mm and at left coronary cusp (lcc) was 7.3mm. Post procedure, the patient had a new left bundle branch block (lbbb) and no treatment required. The patient noted to be in sinus bradycardia with heart rate (hr) in 40s with hypotension. The patient felt dizzy. The patient treated with intravenous (IV) and transvenous pacemaker (tvp) increased the patient's heart rate to 80 beats per minute (bpm). The blood pressure got improved, hr looked normal on (B)(6) 2026. On (B)(6) 2026, transthoracic echocardiogram (tte) noted a small pericardial effusion (pe) with no clear evidence of tamponade. The patient advised to stay in the hospital for monitoring. A repeat tee was done on (B)(6) 2026 and showed minimal pe, physician decided to place a loop recorder and patient was reported discharged on (B)(6) 2026. The patient was reported recovered.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. The reported patient effects of hypotension and pericardial effusion could be cascading effects of reported heart block. Unexpected medical intervention was result of case specific circumstances as temporary pacemaker was used and medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6) (r972355501, r972356001, r972550301, r973423501, r973424001). It was reported that on (B)(6) 2026, a 23mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) using a small flexnav delivery system. During valve loading, they noticed that the valve was not opening fully and was not clearing the nose cone on the delivery system. A second person tried to load the valve and had the same experience. They tried replacing the loading system to resolve the issue without success. Finally, they replaced the valve and had no issues loading the new 23mm navitor vision valve. During procedure, the activated clotting levels were 260s and heparin was given. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 6.9mm and at left coronary cusp (lcc) was 7.3mm. Post procedure, the patient had a new left bundle branch block (lbbb) and no treatment required. The patient noted to be in sinus bradycardia with heart rate (hr) in 40s with hypotension. The patient felt dizzy. The patient treated with intravenous (IV) and transvenous pacemaker (tvp) increased the patient's heart rate to 80 beats per minute (bpm). The blood pressure got improved, hr looked normal on (B)(6) 2026. On (B)(6) 2026, transthoracic echocardiogram (tte) noted a small pericardial effusion (pe) with no clear evidence of tamponade. The patient advised to stay in the hospital for monitoring. A repeat tee was done on (B)(6) 2026 and showed minimal pe, physician decided to place a loop recorder and patient was reported discharged on (B)(6) 2026.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.